Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to water getting into a water pack where insulin pump was stored. Customer reported that as a result, insulin pump received a button error alarm. Customer's blood glucose was 164 mg/dl. Customer was advised that insulin pump would need to be replaced.